Event description:
It was reported that the procedure was cancelled. Two ngmc/fathom/021/bern/1ro/130 direxion fathom-16 system were selected for use. During the procedure, the wire got stuck in the catheter was noted. A new j-shape direxion catheter was opened, however, the same issue occurred. The procedure was then aborted due to this event. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The direxion had a fracture at the hub under the strain relief. The shaft was not completely separated, the inner liner was still intact. The fracture looked consistent with a bending and tensile force breaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the procedure was cancelled. Two ngmc/fathom/021/bern/1ro/130 direxion fathom-16 system were selected for use. During the procedure, the wire got stuck in the catheter was noted. A new j-shape direxion catheter was opened, however, the same issue occurred. The procedure was then aborted due to this event. There were no complications reported.